Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was trying to reach a manufacturer¿s representative (rep) because she just had her ins replaced on (B)(6) 2017 and she was having problems. The patient reported that she had the implant for rsd, so bad, in her left arm. The patient reported that she was feeling this arcingness. The patient reported that with her new ins, she stayed in bed for the first two days, took her pain medications and muscle relaxers. The patient reported that on the morning of the report, when she got out of bed, when she put her feet on the floor, she had all the sensation in her legs and nothing in her arm. The patient reported that she had been decreasing the power because it was too much power and not enough in her arm. The patient reported that she was only able to operate on her current setting. The patient was on program 1 at 1.85v. No further complications were reported.